Manufacturer narrative:
B3: event date is unknown. G2. Foreign: france medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via distributor who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the remote-control discharges very quickly, in less than a day. It has difficulty recharging, there's no history of a fall, the malfunction started a year ago following a physical assault on the nerve and electrodes, the neur osurgeon also has difficulty locating the nerve, and there are days when it can't recharge at all. He's seeing the neurosurgeon on monday and they'll discuss it further. He tells me the charger tends to make his skin feel hot. The neurosurgeon is on maternity leave until june. We're ordering the remote control first, and he'll call us back on monday after the appointment with the neurosurgeon to see if we should also order a charger." A new handset kit was requested, and the patient was notified that they should call back if replacement of their product does not resolve the issue.